Manufacturer narrative:
The customer reported that with a fully charged battery the unit failed to power up. The unit was evaluated at philips, but the reported issue could not be duplicated. The device passed all testing and was returned to the customer. On 06/03/2009, the customer reported that the device was functional via battery power. Based on the customer's initial report, we are considering this a malfunction. We cannot determine the cause since the symptom was not duplicated.

Event description:
The customer reported that the unit failed to power up with a fully charged battery.